Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pump had malfunctioned and was not controlling their pain. The pump was being used to deliver dilaudid, and the patient indicated that the dilaudid worked very well.